Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. Lead polarity was adjusted which reduced the threshold measurement. The lead remains in use. No patient complications have been reported as a result of this event.